Manufacturer narrative:
Updated fields: h4.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the connection between bending section and distal end detachment malfunction: possibly due to adhesive peeling around bending tube but cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject scope device exhibited a detachment connection between the bending section and distal end. There was no patient involvement.